Event description:
Same case as MDR ID # 34265-2013-05404 and MDR ID # 2134265-2013-05507. It was reported that during a percutaneous coronary intervention, automatic pullback failure occurred. The atlantis sr pro² was used in conjunction with the motor drive unit (mdu) to visualize the lesion. The 100% stenosed target lesion was located in an unknown vessel. During the procedure, they failed to perform auto pullback. The physician reconnected the catheter to the mdu but the issue was not resolved. No issue was noted with the bsc mdu or bsc sled. The procedure was completed with another of the same device. No patient complications reported and the patient condition was good.

Manufacturer narrative:
Age at the time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).